Event description:
A malfunction code was reported by the customer, identified as malf 0, and it was resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed the normal range of 500 mg/dl. Technical support provided pump reset information, assisted the customer with resetting the pump, and advised that continued use of the pump was acceptable. The customer was instructed to call back if the malfunction code recurred and acknowledged understanding of the guidance given.